Manufacturer narrative:
D2b: common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 5568738, 02-010-03-0230 - logic cr femoral cem, left, sz 3. 5437539, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 3629971, 02-012-49-3009 - logic cr tib insert slope++, sz 3, 9mm. 5499811, 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 55 yo female, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 4 months post the initial procedure. Reason for the revision was not reported. Recalled poly indicated. There were no surgical delays. The patient was last known to be in stable condition following the event. No device return anticipated as the hospital would not allow it to be returned.

Manufacturer narrative:
H3. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, the reason was not reported, poly recall was cited. These devices are used for treatment not diagnosis. D8- this device was not serviced by a 3d party.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, g4, h6. The following sections were corrected: d1, h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.